Event description:
Laerdal medical limited received a report from a distributor. The unknown user reported that a pt died (exact date and details unknown) after they could not shocked by a hs4000 defibrillator using a laerdal 920650 adapter cable. The user does shift checks of their equipment, but these tests did not check the 920650 cable. The distributor reported this customer had previously purchased heartstart testers which could have been used to test the 920650 cables.